Event description:
New information received notes that the atrial lead noise issue was noted during routine follow-up in clinic on (B)(6)2018. Patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise issue was observed on the ra lead. Lead was explanted during a device upgrade procedure and a new lead was implanted. No further information available.

Event description:
New information received notes that the atrial lead noise was first noted through remote follow-up on (B)(6) 2018. Patient was called in clinic on (B)(6) 2018 and noise was reproducible in clinic.